Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient was allegedly very sore and uncomfortable after the insertion of the product. The patient was prescribed an antibiotic for an infection she believed was due to the usage of the product .

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "device description indications for use contraindications warnings precautions adverse reactions: urinary tract infection, bleeding from the urethra, irritation of the urethra. Always wash hands prior to use. Open the catheter package by peeling the tab upwards with the aid of the finger hole. If desired, hand the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. Positioned comfortably with thighs spread apart, clean the opening to the urethra - and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow (approximately 1-1.5" or 2.5-3.8 cm). When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to reported to a health care professional. Disposal place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. Wash hands." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient was allegedly very sore and uncomfortable after the insertion of the product. The patient was prescribed an antibiotic for an infection she believed was due to the usage of the product .